Manufacturer narrative:
Device was discarded. If additional information was received it will be reported on a supplemental report.

Event description:
It was reported that the patient came in on (B)(6) 2013 with pin to rod clamp loosening. Surgeon removed device and patient was revised to cast due to patient non conformance with aftercare. Doctor disposed of part after being taken out during regular clinical checkup.